Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that their insulin pump was broken. The customer¿s blood glucose level was unknown at the time of the incident. It was reported the insulin pump was exposed to moisture. No further details was given. The insulin pump will not be returned for analysis.